Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device observed assessed as unidentified (tear) opening. (Shell thickness was within specification). Missing shell assessed as inconclusive. No other observations observed.

Event description:
Patient reported "an inner capsule crack has now been detected" and healthcare professional reported rupture and selected baker grade 1 on pfn. Event diagnosed with sonography/ultrasound. Device was explanted and replaced with an allergan implant. This relates to the left side.

Event description:
Patient reported, left side rupture. Device remain implanted.

Event description:
Healthcare professional later reported left side capsular contracture, baker grade I.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, g2.

Event description:
Patient reported, left side rupture. Device remain implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.